Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported, that the patient presented for a leadless pacemaker (lp) implant procedure. When the delivery catheter was moved to tether mode with the atrial lp, the lp dislodged. It was suspected, adequate fixation was not achieved. The device was redocked and the physician attempted to reposition the lp. It was noted, that the lp exhibited intermittent capture, during repositioning. It was then noted, the patient's blood pressure dropped. An echocardiogram was performed and confirmed, pericardial effusion. A pericardiocentesis was then performed. The patient was stabilized and taken to the operating room for surgical repair of the atrium. It was noted, that the patient had a patent foramen ovale (pfo). The patient was stable and recovering post procedure.